Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Lose of aspiration was reported. The physician selected the use of a angiojet® solent¿ proxi in a thrombectomy procedure. During the procedure the physician noted the catheter just stops collecting blood out, and only getting saline. The procedure was completed with another catheter, and that worked fine. No complications. Patient is fine.